Event description:
It was further reported that the patient's death was reported by the significant other (so) during the protocol-required two year follow up telephone contact. According to the so, "the patient expired of a heart attack at home." The patient was last contacted in (B)(6) 2013 and no events were reported during that time. Per so, the patient was not under hospice care at the time of death and death certificate and autopsy reports are not available.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 5 mm long with a reference vessel diameter of 4.0 mm. It was treated with direct placement of a 4.00 x 20 mm promus element plus drug eluting stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired at home due to unknown cause. No action was taken to treat the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).